Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had intermittent power issues. It turns off if bumped. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 09-aug-2022 via email and attached in complaint object: no patient involvement was recorded regarding the associated complaint. The failure occurred during testing only. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 2120.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the physical condition was good. No error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the device powered up with alternate current power source but did not power up with batteries. Visual inspection did not detect anything wrong with the battery compartment or main board. Root cause of the reported issue is unknown, but a faulty main board was suspected. Recommended that the faulty main board be replaced. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired for accuracy issue. The repairs completed should not have adversely impacted the function of the main board.